Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot number 21861, and the data files were returned and analyzed. The data files indicated the balloon catheter 2af284 with lot number 21861 was used for fourteen applications. The files also indicated system notice (B)(4), indicating that the safety system detected fluid in the catheter and stopped the injection, was received. Visual inspection of the catheter showed a guide wire lumen kink at the balloon segment. Smart chip verification confirmed the balloon catheter was used for fourteen applications. System notice (B)(4), indicating that the safety system detected fluid in the catheter and stopped the injection, was immediately received when the balloon catheter was connected to the console. The balloon catheter failed the performance test due to the triggering of the system notice upon connection. The dissection test showed a guide wire lumen kink and twist 1.3 inches from the tip of the balloon catheter. The pressure test showed a breach at the same location as the kink and twist. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.